Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support, and they provided instructions on how to reset the pump, successfully aiding in resolving the issue. Customer understood that they can continue using the pump and to contact support if the issue recurs.